Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck and two weeks post treatment noticed an indentation on the forehead near the hairline. Reportedly, the patient did not pick, rub, or use any exfoliating agents on the treatment area post treatment. The patient's post-care regimen included gentle cleanser, organic rose water, regenica repair complex, and epidermal repair. Two days post treatment, the patient underwent dermaplaning and firming stem cell application. The patient has reported that the indentation has gotten larger. The patient was seen for a follow up and the indentation was still present. There were no system errors or anything out of the ordinary during treatment. The treatment tip has been used prior to this event on other patients.

Manufacturer narrative:
The device has not been returned to solta medical, therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. Delayed wound healing/skin textural changes is a known complication. Not all patients will react the same way to the laser treatment. Following laser treatment, re-epithelization may not occur as expected due to patient physiology - this may result in undesirable textural changes.